Event description:
The facility representative reported a flogard infusion pump with a failure code of 50. The event was reported to have occurred upon power up in the emergency room. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of failure code 50 was neither confirmed nor reproduced during device evaluation. The cause was not identified and no repairs were performed for the reported condition. The device was out of specifications for another event, repaired and returned to the customer. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.